Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The date of the event is an approximation. On the day of the event, the patient observed a cgm reading above 200 mg/dl. No fingerstick verification was performed, and the patient self-administered insulin. When the cgm continued to show elevated glucose levels a few hours later, the patient attempted to lower it again by administering additional insulin. Following this, the patient began experiencing dizziness and called an ambulance. Paramedics performed a fingerstick test, which the patient recalled as being ¿really low,¿ though no specific value was remembered. The patient was unsure whether any treatment was provided and reported that the paramedics ¿just stayed with him¿ until his daughter arrived home. The patient confirmed that he was not transported to the hospital, and no further medical evaluation or intervention was documented. At the time of the report, the patient stated he was stable. No additional details were available, as the patient could not recall further information due to the event occurring several months earlier. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.